Event description:
It was reported that when the device was removed from the packaging the stent was found to be partially deployed. There was no pt involvement or reported adverse effects. No add'l info available.

Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report. (B)(4).